Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that the device had damaged to the neuro tip. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.